Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4)

Event description:
It was further reported that target lesion #1 was a de novo lesion located in the distal right coronary artery (rca) with 80% stenosis. It was 32mm long , with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilation at 10 atmospheres and insertion of a 2.25x32 promus premier drug eluting stents. Post dilatation was performed at 14 atmospheres. Target lesion # 2 was a de novo lesion. Target lesion #2 was treated with insertion of a 2.50x16mm promus premiere drug eluting stent. Post dilation was performed at 16 atmospheres.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01333, 2134265-2016-01334 and 3904548 2134265-2016-01335. (B)(6) clinical study. It was reported that myocardial infarction occurred. In (B)(6) 2015, the patient had experienced a myocardial infarction in the 24-hour period prior to the index procedure. Subsequently, the index procedure was performed. Target lesion #1 was a bifurcated lesion located in the mid right coronary artery (rca) with 99% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The lesion was located within or distal to a >60 degree bend in the vessel and the timi flow was unknown. The target lesion #1 was treated with pre-dilatation of 2.0mm unspecified balloon catheter at 12 atmospheres and insertion of two overlapping 2.25x32mm and 2.50x16mm promus premier everolimus-eluting platinum chromium coronary stents. Post-dilatation was performed using a 2.5mm unspecified balloon catheter at 20 atmospheres. Post procedural residual stenosis was 0% and the timi flow was 3. Target lesion #2 was a bifurcated lesion located in the distal rca with 80% stenosis and was 16mm long with a reference vessel diameter of 2.50mm. The lesion was located within or distal to a >60 degree bend in the vessel and the timi flow was unknown. The target lesion #2 was treated with pre-dilatation of a 2.0mm unspecified balloon catheter at 12 atmospheres and insertion of two overlapping 2.25x32mm and 2.50x16mm promus premier stents. Post-dilatation was performed using a 2.5mm unspecified balloon catheter at 20 atmospheres. Post procedural residual stenosis was 0% and the timi flow was 3. For both bifurcated lesions, no bifurcation procedure was performed. Two days post procedure, the patient was discharged on aspirin and clopidopgrel. In (B)(6) 2015, the patient experienced an inferior/posterior myocardial infarction. The patient presented with a two hour history of substernal chest pain, radiating to the jaw and bilateral hands, and associated with numbness in the fingers and shortness of breath. Per the paramedic, the pre-hospital electrocardiogram (ECG) did not show a st-elevation myocardial infarction and the patient was taken directly to the cardiac catheterization lab. Subsequently, coronary angiography was performed and revealed total occlusion of the proximal left circumflex (lcx) artery with patent stent to the mid-distal rca. The patient underwent percutaneous transluminal coronary angioplasty with a 2.5x12mm non-bsc balloon catheter, followed by insertion of a 2.75x8mm non-bsc stent to the totally occluded proximal lcx. Four days after, the event was considered resolved and the patient was discharged on aspirin and plavix (clopidogrel).